Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type catheter. (B)(4).

Event description:
It was reported that the patient was suicidal and jumped out of a car driving down the street. No pump medications, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.